Event description:
It was reported that intermittent altitude alarms occurred while the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was 540 mg/dl and the customer used a manual injection to address bg level. Reportedly the customer re-loaded the cartridge and alarm cleared.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.